Event description:
The patient contacted animas on (B)(6) 2013 reporting that his blood glucose (bg) has been elevated for the past week in the range of 200-300mg/dl. The patient stated that he was in the emergency room and unable to give details of the bg values today. The patient stated he went to the healthcare professional (hcp) office today and while he was there he felt nauseated and had blurred vision. The hcp directed the patient to go to the emergency room. The patient stated that the pump was removed and given fluids and correction with syringe. The patient stated that his bg initially when he arrived to hospital was 389mg/dl. He stated that one hour after correction syringe his bg was 218mg/dl. The patient stated that he ate, received another correction and now his bg is 400mg/dl. Customer support (cs) reviewed the pump and it was noted that there was an empty cartridge alarm on (B)(6) 2013 at 03:45 and next prime was at (B)(6) 2013 at 07:40. Cs reviewed importance of using room temperature insulin to fill cartridge. The total daily dose on (B)(6) 2013 may be related to incorrect time/date being programmed following battery change. Cs advised the patient to follow hcp instructions for monitoring and corrections. The patient recently lost 10 pounds. Cs adequately determined that the event does not involve a possible malfunction of the pump. Cs attributed event solely to diabetes management. This report is being made due to the patient's alleged hyperglycemic event that resulted from an inadequate response to a pump alarm, incorrect time and date set, and not using room temperature insulin.

Manufacturer narrative:
Follow-up #1 (B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on 06/12/2013 with the following findings: a review of the total daily dose history appeared inaccurate due to the time being set incorrectly; as a result (B)(6) 2013 and (B)(6) 2013 were recorded 2 times in the total daily dose history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and no damage was observed to the power or force sensor circuits and no evidence of moisture ingress was found. Unrelated to the complaint, the keypad was found to be intact but the buttons were found to be intermittently responding to presses; the keypad was removed and contamination was found under the button contacts and the ok button contact was inverted. Also unrelated to the complaint, the display screen was found to be dim; the screen was replaced with a test screen and the display returned to normal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (inadequate response to a pump alarm, incorrect time and date set, and not using room temperature insulin).